Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 378 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify a33 alarms due to motor error alarms also, unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. All operating currents are within specifications and passed displacement test, self-test, a21 error test, off no power test. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner, cracked battery tube threads and stained end cap sticker.